Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2182269-2018-00104. During the procedure, noise was noted on the distal pair of electrodes. Troubleshooting including changing the pinbox and replacing the connecting cable but the noise remained. The catheter was replaced and the same issue occurred, but the noise eventually resolved spontaneously. There was a clinically significant delay during the procedure to troubleshoot, but the procedure was completed with no adverse consequences to the patient.